Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns treating physician reported to the manufacturer's consultant that the vns patient presented with an increase in seizures and low impedance during a systems diagnostics test that day. The patient was sent for x-rays and refered to a surgeon. The physician reported that the low impedance could be due to "one of the wires being loose." The patient's x-rays were received by the manufacturer for review on (B)(6), 2011. Based on the x-ray review, possible gross fractures or discontinuities could exist since the lead could not be fully assessed due to tight coiling from patient manipulation. Sharp angles existed in the lead body from patient manipulation and could also be the cause of the low impedance. Also, the electrodes were placed upside down, opposite of labeling, and there was no strain relief loop or bend; therefore unable to rule out as potentially contributing to the patient's low impedance. Whether the connector pin appeared to be fully inserted into the connector block could not be assessed based on the generator not being fully visible in the x-ray views available. Good faith attempts for further information from the physician have been to no avail thus far. No surgery has been scheduled as of yet and the surgeon the patient was referred to has no record of the patient. If additional information is received, it will be reported.